Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl at the time of incident and current blood glucose level was 415 mg/dl. Customer¿s other blood glucose level was 400 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection and insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Troubleshooting was performed for high blood glucose level and under delivery. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test at 0.08750 inches. No device deficiency anomaly or under delivery anomaly noted during test.